Event description:
It was reported that during a percutaneous coronary interventional procedure, a shaft break occurred. The mildly calcified 90% stenotic lesion was located in the ostial left main coronary artery. The lesion was pre-dilated with another manufacturer's 2.5mm x 15mm balloon catheter inflated to 18 atmospheres (atm) of pressure for 10 seconds. Next, the physician deployed another manufacturer's 3.5mm x 18mm stent. Upon advancing the 4.0mm x 12 mm quantum maverick, for post-dilatation of the stent, the physician noted that the middle shaft of the balloon catheter was "bent". The device was removed and upon further inspection, it was noted that the catheter was broken approximately 80cm from the broken point to the distal tip. The procedure was completed with another of the same device. The patient's condition was reported as "stable". No pt injuries or complications were reported.